Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing issue was observed on the device. Physician suspects cable damage during a heart surgery on (B)(6) 2016 and patient was stable prior, during and post-surgery. Programming change were made which resolved the oversensing issue on the device. No further information available.